Event description:
Allegations of lupus, arthralgias, myalgias, chronic fatigue, neurological symptoms, sicca symptoms, dysphagia, alopecia, sleep disturbance, bladder/bowel irritability, fevers and breasts and chest wall pain, ruptured implants.